Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician was able to complete the enb portion of the case but the patient developed pneumothorax after biopsy. It resolved after placement of a chest tube. The patient was hospitalized for one night and the tube was removed.